Event description:
As reported, a 6f-7f mynx control vascular closure device (vcd) button #2 was not able to be compressed after deployment. After, the removal of the device a complete occlusion of the superficial femoral artery (sfa) occurred which required a stent to be placed . The stent placement occurred because of the mynx sealant occluding the patients superior femoral artery. The patient recovered after the event , the procedure was completed with a stent placement and angioplasty . A 6f non- cordis sheath was used . The first mynx was deployed after initial completion of the case. Second mynx device was used to close the artery after stent placement and was successful . Balloon angioplasty was performed to restore blood flow to the occluded artery after the first device failed. The button one was properly and completely activated before button two was attempted. The tension indicator display a ¿clock symbol¿ after button one was depressed. The balloon was fully deflated (bubbles stopped moving and inflation indicator was completely down). The balloon prepped with 100% saline . There was no damage noted to the button. The balloon was not inverted. There was no suspicion that the balloon lost pressure prior to attempting balloon retraction. There was no contrast/imaging used to confirm balloon placement. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer did not fail to utilize the tension indicator/maintain tension on the catheter during depression of button one. There were not multiple sheath exchanges. A procedural sheath that is greater than 7f was not used prior to introducing the mynx. The vessel was < 5mm .the device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot#f2209102 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, a 6f-7f mynx control vascular closure device (vcd) button #2 was not able to be compressed after deployment. After, the removal of the device a complete occlusion of the superficial femoral artery (sfa) occurred which required a stent to be placed . The stent placement occurred because of the mynx sealant occluding the patients superior femoral artery. The patient recovered after the event , the procedure was completed with a stent placement and angioplasty . A 6f non- cordis sheath was used . The first mynx was deployed after initial completion of the case. A second mynx device was used to close the artery after stent placement and was successful . Balloon angioplasty was performed to restore blood flow to the occluded artery after the first device failed. The button one was properly and completely activated before button two was attempted. The tension indicator displayed a ¿clock symbol¿ after button one was depressed. The balloon was fully deflated (bubbles stopped moving and inflation indicator was completely down). The balloon prepped with 100% saline . There was no damage noted to the button. The balloon was not inverted. There was no suspicion that the balloon lost pressure prior to attempting balloon retraction. There was no contrast/imaging used to confirm balloon placement. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer did not fail to utilize the tension indicator/maintain tension on the catheter during depression of button one. There were not multiple sheath exchanges. A procedural sheath that is greater than 7f was not used prior to introducing the mynx. The vessel was < 5mm . The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were fully depressed with the clock symbol visible in the tension indicator window. It was observed that the balloon was completely deflated and retracted into the tamp tube as received. The syringe was connected to the device with the stopcock open. The procedure sheath was locked on to the sheath catch. The sealant was not returned with the device. Per functional analysis, button 2 was reset to the factory setting. Inflation/deflation testing was simulated, and the balloon of the returned device was fully inflated/deflated as intended per the mynx control instructions for use (IFU). Button 2 was fully depressed and locked in place with the balloon completely retracting into the tamp tube without issue during the device failure analysis. The returned device performed as intended per the mynx control instructions for use. Per microscopic analysis, visual inspection at high magnification showed that the balloon was fully deflated and retracted into the tamp tube as received. A product history record (phr) review of lot f2209102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿button 2 frozen locked¿ and ¿occlusion were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Patient or procedural factors may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the product analysis suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.